Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a UK customer. This is same/similar to us freestyle libre 2 ios application part number 71926-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a iphone 13 with unknown operating system version 17.2.1. The customer reported that the sensor failed to alarm when their glucose level was low and as a result, the customer experienced symptoms described as "bloating and "non-responsive but still conscious". The customer was unable to self-treat and was provided "coke" by a non-healthcare professional for treatment and unspecified medication for "chest issue" which is noted to be unrelated to diabetes. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a iphone 13 with unknown operating system version 17.2.1 and app version 2.10.2.7677. The customer reported that the sensor failed to alarm when their glucose level was low and as a result, the customer experienced symptoms described as "bloating and "non-responsive but still conscious". The customer was unable to self-treat and was provided "coke" by a non-healthcare professional for treatment and unspecified medication for "chest issue" which is noted to be unrelated to diabetes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having issues with low alarms. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a iphone 13 with unknown operating system version 17.2.1 and app version 2.10.2.7677. The customer reported that the sensor failed to alarm when their glucose level was low and as a result, the customer experienced symptoms described as "bloating and "non-responsive but still conscious". The customer was unable to self-treat and was provided "coke" by a non-healthcare professional for treatment and unspecified medication for "chest issue" which is noted to be unrelated to diabetes. There was no report of death or permanent impairment associated with this event.